Event description:
In 2009, the rptr contacted lifescan (lfs) on behalf of the lay user/pt alleging that the onetouch ultra2 meter was reading inaccurately high compared to the hospital's device. According to the rptr, the pt was treated with IV glucose after the reported inaccuracy issue began. The medical affairs specialist (mas) was unable to reach the rptr and pt to obtain additional information. This complaint is being classified based on the customer care advocate (cca) documentation. The reported inaccuracy issue first occurred at 8am two days prior, with the pt obtained a "264 mg/dl" on her meter, which was reportedly inaccurate. It is unknown what the pt was expecting at the time of the test and if the pt took any medications after the test. According to the rptr, the pt developed symptoms of feeling drowsy and lightheaded within a few hours after the inaccuracy issue occurred. The next morning at 9am, the pt had taken her usual dose of insulin (40 units of novolin n and 10 units of r). It is unknown if the pt was still symptomatic at this time. Later that same day at 1pm, the pt went to the ER and she obtained a "151 mg/dl" blood glucose result on the hospital's device and a "264 mg/dl" on the subject meter. The results were obtained 20 mins apart. The cca noted that the calculated difference between the results obtained on the subject meter and the hospital device was greater than 30%, which does not meet lifescan's criteria. It was noted that the pt was treated with IV glucose at the hospital and chest x-rays; however, it is unclear why she would be treated with IV glucose if her blood glucose levels were at "151 mg/dl." Based on the provided information, this complaint is being reported due to the following conclusion: the pt reportedly was treated with IV glucose at the hospital after obtaining alleged inaccurate high meter readings. In addition, the difference between the "264 mg/dl" on the subject meter and the "151 mg/dl" on the hospital's meter does not meet lifescan's criteria. Replacement product were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.